Manufacturer narrative:
The device has not been returned/received to date. If the device is received we will submit a supplemental with the investigation findings. We are unable to confirm the cause of the reported thermal event. The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#(B)(4) was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the omnipod dash controller/personal diabetes manager (pdm) had a poor battery life and was hot to touch. No harm to the patient was reported and no medical assistance was required. A replacement pdm was issued to the patient.